Event description:
During the ICD replacement, the physician noticed the lead slightly damaged. Low ventricular sensing was observed. The physician explanted and discarded the lead. The patient was in good condition at the end of the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.